Event description:
It was reported that the implantable cardioverter defibrillator was unable to pair to the mobile application due to a bluetooth malfunction. No intervention was performed. There were no patient consequences.

Event description:
New information received indicates the patient presented in clinic. Programming changes were made and the device paired successfully.